Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was dropped on the floor and the device got a blank display. The customer removed the batteries which were hot. The customer inserted new batteries and got a battery fail test alert followed by a blank display. The customer removed the batteries again, and these batteries were also hot. The drive support cap was not damaged. The customer declined to provide their blood glucose. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.